Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported that: "post manta deployment significant bleeding present. Manta was surgically removed via cutdown." Additional information: ultrasound and micro puncture were utilized to gain higher access in the right common femoral artery. Vessel size was 6.5-7mm with mild posterior calcification and no reported tortuosity. Heparin was administered during the case and time to hemostasis was 10 minutes. The patient was reported as stable post the procedure.

Event description:
It was reported that: "post manta deployment significant bleeding present. Manta was surgically removed via cutdown.". Additional information: ultrasound and micro puncture were utilized to gain higher access in the right common femoral artery. Vessel size was 6.5-7mm with mild posterior calcification and no reported tortuosity. Heparin was administered during the case and time to hemostasis was >10 minutes. The patient was reported as stable post the procedure.

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73m2300241 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 82-year-old female patient, 176 lbs, presented in the or for an tavr procedure. A higher positioned access was gained utilizing ultrasound guidance with a micropuncture kit. Higher positioned access sites are listed as a contraindication to the manta device due to the possibility of not achieving an optimal seal and causing more difficulty to control bleeding. The right common femoral arteriotomy was 6.5-7mm with mild posterior calcification and posterior wall calcification. No issues were encountered advancing or withdrawing the 18f gore dryseal procedural sheath. Post-tavr, heparin was administered and the 18f manta was deployed to the measured depth. Following deployment, copious ble eding was present. Bleeding at the access site post-deployment is a potential indicator of a tract deployment. Manual pressure was applied, the physician chose to perform a surgical cut-down, and the manta was explanted. The patient did not experience any harm, injury, or health consequence from this event; outcome post-procedure was stable. The root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention likely is contributed to user error due to the higher positioned access. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The severity of harm is ranked as a 4 due to local surgical repair at the vessel access site arteriotomy was required which covers this incident. The manta instructions for use (IFU) precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. There appears to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events. Corrected data: correction to section d.4 UDI was updated from (B)(4) to include the full UDI.